Manufacturer narrative:
All the buttons functioned properly and no moisture damage found on keypad traces, under lcd screen, electronic assembly or motor. The keypad connector was fully locked. The unit had cracked case at display window corner, minor scratched lcd window and cracked reservoir tube lip.

Event description:
It was reported that the customer had a moisture damaged on the insulin pump. The customer's blood glucose level was 100 mg/dl. The customer reported that there is fluid under the lcd display and the insulin pump is not been dropped or no cracks. The customer was advised that the insulin pump need to be replaced and revert to back up plan per health care provider per instruction.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).